Event description:
It was reported that the atrial lead had pacing failure. Diagnostics were performed and in certain positions they were only able to obtain pacing threshold data but no sensing value or impedance. The output was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri52 lead, (B)(6) 2014. (B)(4).